Manufacturer narrative:
This report is submitted on april 05, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at implant site and subsequently was placed under general anesthesia and underwent skin revision surgery on (B)(6) 2016. The implanted device remains.